Event description:
It was reported that the 6800 system intermittently will not boot. It was noted that the system takes too long to boot and the screen is blinking. There was no report of pt injury.

Manufacturer narrative:
A ge oec service representative performed an on site investigation. The malfunction was verified. Found multiple communication failure with workstation messages of the event log. Erased and reloaded flash. The system was tested and found to be working as intended and placed back into service.